Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 47 mg/dl were recorded by continuous glucose monitor (cgm) from 12:11:22 am to 3:16:22 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 12:06:22 am, 1:06:22 am, and 3:06:22 am. On (B)(6) 2020, at 5:01:43 pm, user made a bolus request of size 20.36 units, approximately 7 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.